Event description:
The customer observed non-reproducible, falsely elevated vitros tropi es results from two different patient samples processed on a vitros eciq immunodiagnostic system. Patient 1: 0.061, 0.083 ng/ml vs. 0.030 ng/ml; patient2: 0.064, 0.100 ng/ml vs. 0.004 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, falsely elevated tropi es results were not reported from the laboratory, as the customer retests all patient samples with tropi es results >0.014 ng/ml. There was no allegation patient harm. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, falsely elevated vitros trop I es results were obtained from two different patient samples processed on the vitros eciq system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument or reagent related issue contributed to the event. In addition, improper sample processing (centrifugation) cannot be ruled out as a contributing factor. The customer provided no data when requested as to whether the affected patient sample had been processed outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.